Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? Yes. If so, did the noise prevent insufflation? Please describe the noise. No insufflation problem, but during surgery always whistling and air is floating out of the trocar. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? Yes, the pressure dropped and they put the insufflation on higher pressure. Visibility was not affected. What was the gas consumption rate or volume (liter/minute)? They said extraordinary high! They needed to change the big bottle which was a new one. (But don´t know the volume!) Were you able to identify where the leak was coming from? No. Was a device inserted in the trocar during the leaking? If so, what device? Yes, they worked almost the whole surgery with the trocars. Was any torque being applied to the trocar or device? No. The analysis results confirmed that the device was received for analysis. The universal seal assembly was evaluated and it was noted to be in good condition. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a gastric bypass procedure, all of the trocars became leaky. One trocar "lost the white cap of the headpiece in case it was so loose". It "expended" significantly more co2 than normal. Another device was used to complete the procedure. There were no adverse consequences for the patient.